Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Informed customer that the unit is out of warranty. As a resolution, vyaire ts recommended main electronics replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Customer restarted the unit and problem was not replicated after startup. Logfile analysis shows logs cfb error on 18-nov-2023. Vyaire ts suggested to replace unit main electronics if defective. Informed customer that the unit is out of warranty. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that when the bellavista1000 ventilator switched on, device presents bluescreen with bios error message. Furthermore, there was no patient associated with the event.